Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net with noise on the right ventricular lead. The noise was not reproducible. Programming changes were made. The patient was in stable condition.